Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was found kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00473, and 3008114965-2020-00476. Complaint conclusion: as reported by the field, during a coil embolization of dural arteriovenous fistula ( davf), the introducer of a 1mm x 2cm galaxy g3 mini coil (glm910020, 30375958) was pressed against the hub of a sl-10, stryker microcatheter (mc) through the y connector and the complaint coil advanced. However, the complaint coil was not able to advance at the distal end of the introducer. The complaint coil was retracted, and the physician tried several times but the same issue continued. It was replaced with another coil, a 1mm x 2cm galaxy g3 mini coil (glm910020, 30366480), but the same issue occurred. It was replaced with another coil, a 1mm x 4cm galaxy g3 mini coil (glm910040, 30360289) but the same issue occurred. It was then replaced with a competitor¿s product and it advanced without any problems and the procedure was continued. The same microcatheter was used with almost twenty g3 mini coils in this procedure but these three complaint coils were the only ones that were not able to cross. A non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch. The device was visually inspected, and it was found in good normal conditions, no damages or anomalies were observed during the visual inspection. Also, the marker band was found at 39 cm from hub, which is within specification. The embolic coil was inspected under a microscope and it was found kinked, also it was noted stuck inside the introducer. The functional test could not be performed since during the analysis the embolic coil was found stuck inside the introducer. A manufacturing record evaluation was performed for the finished device 30360289 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - impeded-in introducer¿ was confirmed. During the analysis it was noted that the embolic coil has a kinked condition, also, it was noted stuck inside the introducer. Due to these conditions, it is not possible to advance the embolic coil through the introducer. The kinked condition noted on the embolic coil is related with the customer¿s experience and appears to might have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggests that the failure reported by the customer could not be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of dural arteriovenous fistula ( davf), the introducer of a 1mm x 2cm galaxy g3 mini coil (glm910020, 30375958) was pressed against the hub of a sl-10, stryker microcatheter (mc) through the y connector and the complaint coil advanced. However, the complaint coil was not able to advance at the distal end of the introducer. The complaint coil was retracted, and the physician tried several times, but the same issue continued. It was replaced with another coil, a 1mm x 2cm galaxy g3 mini coil (glm910020, 30366480), but the same issue occurred. It was replaced with another coil, a 1mm x 4cm galaxy g3 mini coil (glm910040, 30360289) but the same issue occurred. It was then replaced with a competitor¿s product and it advanced without any problems and the procedure was continued. The same microcatheter was used with almost twenty g3 mini coils in this procedure but these three complaint coils were the only ones that were not able to cross. Based on the product analysis for all three devices, the embolic coil was found kinked.